Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bursitis, pseudotumor, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision procedure on (B)(6) 2011. Operative report noted the presence of black metallosis, proximal femur fracture, broken loose cables, metal debris, synovitis, bursitis, reactive tissue, adipose tissue, taper adapter was cold-welded onto the stem, vertical cup, and no evidence of inflammation or infection. The modular head, taper adapter, and acetabular cup were removed and replaced with a competitor cup system and biomet head. Operative report further noted patient underwent an additional revision on (B)(6) 2012 due to a proximal femur fracture and pain. Operative report noted the presence of chronic trochanteric bursitis, broken cable fragments, burnishing on the head, debris, fibrous tissue, leg length discrepancy, and a black pseudotumor. The modular head/taper adapter and the competitor acetabular cup were removed and replaced with a competitor cup system and biomet head. Plate and cables were added to repair the femur fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions." And "undesirable shortening of limb." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2013-03748 / 03751 & 2015-01059).